Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Had to get it removed- tampon [foreign body in reproductive tract]. String on tampon gone missing [device breakage]. String on tampon gone missing, had to get it removed [complication of device removal]. Case description: consumer sent e-mail reporting that twice in two months the string on the tampon had gone missing, and she had to go to the hospital to get it removed. No serious injury was reported.